Event description:
It was reported that a malfunction code, malf 16, was displayed on the pump, and it could not be reset. The impact on the customer's blood glucose level was unknown as they declined to answer whether it exceeded 500 mg/dl. Technical support arranged for a replacement pump, and the customer was instructed to use multiple daily injections as a backup therapy. The customer was also guided on putting the pump into storage mode and returning it with a prepaid label within 10 days.